Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device data logs confirmed the reported complaint. The internal battery was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent battery signal. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery communications lost error message. There was no patient harm or serious injury reported as a result of this incident.